Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a damaged enclosure, tank cover, front cover and pole clamp. The investigator subsequently filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The customer reported product problem was confirmed during testing. There was a leak by the cracked enclosure near the drain fitting. The damaged tank cover, front cover, pole clamp and cracked enclosure were replaced. Preventative maintenance was then performed. The device subsequently passed functional testing. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the device was leaking water. No patient injury or complications were reported in relation to this event.